Event description:
High impedance was observed during patient's clinic visit. The generator and lead were implanted for more than 2 years. The physician referred for generator and lead replacement. No known surgical interventions have occurred to date.